Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Of note, only the implantable catheter serial number (B)(4) was returned for analysis on may 26, 2017. The main device remains implanted.

Event description:
Additional information was received from the manufacturing representative on may 23, 2017. It was reported the catheter had broken inside the patient's pump pocket, or the doctor had cut the catheter a couple days earlier when the pump was replaced. The doctor thought the catheter pulled apart inside the pump pocket, the representative agreed that the doctor had not cut the catheter either. The catheter was returned to the manufacturer for analysis on may 26, 2017, and an analysis report was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 10 mg/ml of dilaudid at 1.595 mg via an implantable pump for an unknown concentration and dosage. On (B)(6) 2017, it was reported that the patient was experiencing withdrawal and an x-ray showed that the catheter had disconnected in the pocket. It was reported that the pump segment of the catheter had broken. It was unknown if any environmental/external/patient factors had led or contributed to the issue. The catheter was revised on (B)(6) 2017 and a portion of the catheter was explanted. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
A partial catheter was returned to the manufacturer. Analysis of the catheter segment on (B)(4) 2017 revealed a slice cut of the catheter body that was not related to explant damage. Analysis also revealed a broken catheter body related to user actions. If information is provided in the future, a supplemental report will be issued.